Event description:
It was reported that all components were explanted due to an unknown reason. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 19599037.